Event description:
On (B)(6) 2012, it was determined that the soft components of the infusion device housing are worn down heavily. Therefore, moisture entered the infusion device and caused damages to the infusion device's electronics. The damages led to the triggering of electronic errors. The e8 (power interrupt) and the shutdown/restart of the infusion device are consequence errors of the damaged infusion device electronics due to liquid ingress. Also, the up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore, all the buttons do not react on pressure and the e8 could not be confirmed. As the problem mentioned by the patient is related to user handling of the product. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue.